Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 7.8 ¿ 10.0 cm (figures 3.4 and 5),11.7 ¿ 12.9 cm (figures 6 and 7) and 32.6 ¿ 35.6 cm (figures 8,9 and 10) from the distal tip. The abrasion was consistent with friction to the device can.